Event description:
Endovascular recanalization of occluded evar limb using atrium proximal and viabahn distal. During retraction of catheter, after a regular precise deployment, the catheter shaft broke while pulling back into the 8f sheath. The clinician stated the breakage occurred "without using much force". By taking out the sheath the separated catheter was secured. By changing the sheath, the procedure could be continued as planned and finished with good results. Target vessel evar limb right aorto-iliac position. Disease occlusive state. Target vessel 12mm and length of target lesion 100mm. No other devices used prior to the use of the atrium device.

Manufacturer narrative:
A review of the complaints database reveals no other reports received on this device lot number. A f/u report will be submitted at the completion of the investigation into this event.